Event description:
An astron peripheral self-expandable stent system was selected for treatment of a pre-dilated severely calcified lesion with 89 percent stenosis degree. The lesion could not be crossed with the device. The device was removed and replaced with another stent of same size.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed no damage or irregularity besides a pronounced kink in the device shaft about 10 mm proximal to the proximal radiopaque marker. The diameter of the outer sheath complies with the specification. A 0.035 inch reference guide wire could only be inserted after straightening the kink, indicating that the kink was most mostly induced after the actual complaint event (e.g. During repackaging for the return shipment). Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.